Event description:
It was reported that during a procedure, the unit would not deactivate after a button was pushed. Further, the unit would not shut off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.